Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the cannula broke during a procedure. Please note, the account was using the cannula for an animal procedure, which is an off-label use. This is a conservative filing.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there were metal parts at the tip of the joint. Probable root cause: adaptor wear, locking mechanism wear, use error. The device manufacturer date is not known.

Event description:
It was reported that the cannula broke during a procedure. Please note, the account was using the cannula for an animal procedure, which is an off-label use. This is a conservative filing.